Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the tube clamp assembly on the roller pump. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) turned the tube clamp assembly knob counter clockwise and observed the mechanism was not engaging in the open and closed positions. The pst disassembled the tube clamp assembly and observed a broken lower right slide. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he found the tube clamp assembly broken. Internal damage affected function of roller pump (would not open or close on one side). There was no patient involvement.